Event description:
It was reported that when injecting the lens into the bag of the left eye, the trailing haptic was stuck between the plunger and exterior tip of the cartridge. The entire optic of the lens was inserted into the eye, but the haptic was stuck in the cartridge and was not able to be released. The surgeon could not get the haptic out of the cartridge, despite trying to wiggle it and move it around. The surgeon cut the trailing haptic off of the optic and then cut the optic out of the eye and replaced it with a back-up lens (same model and diopter) in the same procedure. There was no use error. There was no patient injury, however there was a little bit of heme, which the surgeon stated is expected and has resolved. No medical or surgical intervention was required. The patient is doing well post-operatively. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.